Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): c4tr01 implantable pulse generator 2012-(B)(6). (B)(4).

Event description:
It was reported that within three weeks of implant, the left ventricular lead was no longer capturing and the lead was thought to be dislodged. The dislodgement was confirmed by x-ray. The physician opted to program the lead off. The lead remains in the patient. No patient complications have been reported as a result of this event.